Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had only twelve years remaining. Boston scientific technical services (ts) referred the patient to contact the physician for programming changes. An attempt to obtain additional information from the field was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.